Event description:
It was reported the patient presented for follow up. A device interrogation found that the right atrial (ra) exhibited elevated capture threshold and diminished sensing. Further evaluation found that the lead had perforated and caused pericardial effusion. A pericardial window was performed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.